Manufacturer narrative:
Additional information was added to d4, d10, g1 (remove englewood address), h3, h4 and h6. H4: lot manufactured between (B)(6) 2019 to (B)(6)2019. H10: two (2) devices were received for evaluation. A visual inspection including magnification was done which observed a dark foreign matter inside the fill port connector of one (1) sample approximately 0.25 inches from the end of the connector. The particulate analysis using micro-fourier transform infrared (ftir) spectroscopy determined the spectrum of the particle consistent with cellulose. The particulate was further analyzed using polarized light microscope (plm) which determined the origin to be paper, likely cardboard. No foreign matter could be identified in the second sample. The reported condition was verified for 1 sample only. The cause of the condition could not be determined. The reported condition was not verified for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign material was observed inside the fill port of two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.